Event description:
It was reported the pt's system will be explanted. A sjm rep reported that the pt's pain pattern had changed and the pt is no longer receiving adequate coverage for her pain. F/u indicates the pt's system was explanted and the pt was implanted with a new lead at a different location to cover the new pain area. Post-operative tests showed the pt is receiving adequate therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.